Event description:
It was reported that a cardiac perforation, pericardial effusion (pe) and cardiac tamponade occurred. During a left atrial appendage closure (laac) procedure a watchman trusteer access system (was) and versacross connect was selected for use. It was noted that the patient had pacemaker leads which caused the physician to have difficulty navigating to the superior vena cava (svc) with the versacross pigtail wire. After several attempts to cannulate the superior vena cava (svc), an effusion was noted in right atrium (ra) via transesophageal echocardiogram (tee). Pericardiocentesis was performed to treat the effusion, and the patient was subsequently taken for surgical repair when effusion did not resolve. The patient remained stable and is expected to fully recovery.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part#: m635tu90050 batch#: 0038060590. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformance's that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion, cardiac perforation and cardiac tamponade (hospitalization or prolonged hospitalization, additional device required, surgical intervention). Risk review: a risk review was completed and confirmed that the events of pericardial effusion, cardiac perforation and cardiac tamponade were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a cardiac perforation, pericardial effusion (pe) and cardiac tamponade occurred. During a left atrial appendage closure (laac) procedure a watchman trusteer access system (was) and versacross connect was selected for use. It was noted that the patient had pacemaker leads which caused the physician to have difficulty navigating to the superior vena cava (svc) with the versacross pigtail wire. After several attempts to cannulate the svc, an effusion was noted in right atrium (ra) via transesophageal echocardiogram (tee). Pericardiocentesis was performed to treat the effusion, and the patient was subsequently taken for surgical repair when effusion did not resolve. The patient remained stable and is expected to fully recovery.